Manufacturer narrative:
This report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, foreign material was found attached to the connector mount. Further analysis of the foreign material revealed elements and peak characteristics of silicic acid and hydroxides (rust). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿pcf-h290zi IFU operation manual ¿precautions¿ ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe, given the cracks located in the scope connector, that moisture intrusion is a high possibility for the rust found on the device. Olympus will continue to monitor the field performance of this device.

Event description:
While evaluating an olympus evis lucera elite videoscope, it was discovered that foreign material had adhered to the connector mount. This event did not have any patient involvement.